Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An air embolism has occurred. It was reported that faradrive steerable sheath clear selected for use durina a farapulse pfa procedure to treat atrial fibrillation. The procedure began with transeptal using an non-boston scientific needle (non-bsc) through the faradrive sheath, farawave was then put into sheath after the needle was taken out, and physician has started with ablation. Ablations on the left and right atriums were performed with no complications, there was no pre or post mapping. Procedure was concluded and physician removed farawave from faradrive sheath. It was noticed that a lot of air was being introduced through the sheath even with aspiration. The air was also visualized on ice and fluoroscopy. The air was observed only in the right atrium and right ventricular outflow tract (rvot). The air was then removed using a long non-boston scientific sheath and large syringe. The procedure was completed by using original device. The patient was admitted to hospital beyond the standard of care, to be monitored and they were discharged next day, fully recovered. Irrigation pump was used as irrigation system. The device is not expected to return for analysis as disposed. It was further reported that no abnormalities were noted during preparation or use of the sheath. A non-boston need needle and farawave were inside the sheath prior to or at the time, when the air was observed. Irrigation method used was pump, with flow rate at 25ml.hour-30 ml/hour. No leak was noted. Air was seen in the patient on imaging. The issue occurred at the end of the procedure when the farawave was being removed from the sheath. The visual indications were through fluoroscopy and ice catheter. No air was heard sucking into the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An air embolism has occurred. It was reported that faradrive steerable sheath clear selected for use durina a farapulse pfa procedure to treat atrial fibrillation. The procedure began with transeptal using an non-boston scientific needle (non-bsc) through the faradrive sheath, farawave was then put into sheath after the needle was taken out, and physician has started with ablation. Ablations on the left and right atriums were performed with no complications; there was no pre or post mapping. Procedure was concluded and physician removed farawave from faradrive sheath. It was noticed that a lot of air was being introduced through the sheath even with aspiration. The air was also visualized on ice and fluoroscopy. The air was observed only in the right atrium and right ventricular outflow tract (rvot). The air was then removed using a long non-boston scientific sheath and large syringe. The procedure was completed by using original device. The patient was admitted to hospital beyond the standard of care to be monitored and they were discharged next day, fully recovered. Irrigation pump was used as irrigation system. The device is not expected to return for analysis as disposed.